Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 150-250 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.